Event description:
In 2005, a home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 3/4 of their automated peritoneal dialysis therapy. Reportedly, the home patient disconnected their transfer set from the patient line of the homechoice set without pausing therapy. The home patient then reconnected to the setup and received the alarm. Baxter's technical service center assisted the home patient in ending the therapy early. During a follow-up call in 6/2005 the patient had been diagnosed with peritonitis. Date of diagnosis is currently unknown. Currently, information not available from the dialysis facility. Baxter product surveillance reviewed proper procedures with the home patient in addition to referring her to the patient at-home guide.